Event description:
It was reported by a patient who had a promus stent deployed on (B)(6) 2010, that on (B)(6) 2010 she experienced an achy pain feeling in her arms and legs for approximately two days. There was no report of treatment at this time. No additional event or patient information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Pain and hypersensitivity/allergic reaction are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.